Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that channel "a" would not register pressure. A different channel was used for surgery. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.